Event description:
Event description cpi received information that this bipolar lead was repositioned due to dislodgment. The patient was in a car accident and after that experienced imtermittent loss of capture.